Event description:
The user facility reported a (B)(6) female noted as high risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. During preparation for implant, the impella was continually priming and a hole was found in the filter portion of the purge sidearm. A fluid leak was visibly confirmed at the noted location. The pump was replaced as a result of the noted purge leak. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the purge leak ¿ pump has been completed since the original report was filed. The device was returned for investigation. During purge testing, leak observed. Upon further investigation, surface crack was found near the filter cap hole and the leak was observed from inside filter hole design. The cause of the purge leak was damage to the sidearm filter.